Event description:
It was reported that the pt passed away on (B)(6) 2010.

Manufacturer narrative:
It was reported that the pt passed away on (B)(6) 2010. Attempts to obtain information regarding the pt's death from the pt's endocrinologist have been unsuccessful. The pump has not been returned to animas. If the device is returned or additional information regarding the pt's death is obtained, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.